Manufacturer narrative:
It was confirmed that no further information on the results of the MRI would be able to be obtained. Additionally, it was confirmed that the cot was evaluated and repaired by a third party service provider.

Event description:
It was reported that during unloading the cot out of the elevator, the cot dropped down (with an incubator on it). The cot hit in the nurse in the stomach during this event. While lifting the cot back up, the nurse received pain in the back. The nurse received x-rays which showed no visible injures. The nurse then experienced prickling in her legs, an MRI has been planned. No patient involvement or injury was reported during this event.

Event description:
It was reported that during unloading the cot out of the elevator, the cot dropped down (with an incubator on it). The cot hit in the nurse in the stomach during this event. While lifting the cot back up, the nurse received pain in the back. The nurse received x-rays which showed no visible injures. The nurse then experienced prickling in her legs, an MRI has been planned. No patient involvement or injury was reported during this event.